Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. The reason for return was routine analysis after patient death. There was no allegation of product malfunction. Implanted-04/22/95. Explanted-07/20/96. Implant months-15.